Event description:
During a surgical procedure, it was reported that the wire collet will not hold the wire. Back up equipment was readily available and used to complete the case. There are no adverse consequences reported as a result.

Manufacturer narrative:
Visual inspection and performance testing verified a pin stuck in the collet and verified the impreglon coating of the collet was worn off which causes the collet to not grip the pin completely.